Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user contacted support regarding setup of a dexcom g6 sensor. After replacing the sensor in the morning, the ilet entered bg run mode until readings became available later in the day. During a support call, the user received a low glucose alert (69 mg/dl) with sweatiness and self-treated by eating. The user¿s glucose rose to 70 mg/dl after treatment. No external assistance or medical intervention was required.